Manufacturer narrative:
(B)(4). A review of the device history record indicates this device lot number was released meeting all release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition. (B)(4).

Event description:
According to the reporter during a procedure the device was difficult to inflate with the syringe. It was also reported that the patient did not experience an adverse event due to the malfunction of the device.